Event description:
Device was implanted but surgeon and tech could not program it. Device discharged 18 times inappropriately throughout the day of surgery and md was unable to reprogram it and turned it off with plans to replace it the next day. The pt died overnight after resuscitation efforts failed. The rptr questions if the device had a y2k problem, general malfunction or if user error was at fault.

Event description:
Add'l info rec'd from MFR 11/9/00: MFR is unable to link the info on the form provided to any event in its database. MFR has made attempts to contact the initial rptr identified on report. To date, calls have not been returned. Without any add'l info MFR is unable to provide answers to four questions in the letter.